Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer called about how much insulin to take when he measures his blood glucose; customer was advised to contact his healthcare provider. At the time of the call, the customer felt well and did not report any symptoms. Customer reported a past adverse event stating that in the early afternoon on (B)(6) 2020, his wife drove him to the hospital due to pressure in his head and frequent urination. Customer tested with his truemetrix air meter prior going to the hospital and obtained a result of 396 mg/dl non-fasting. Customer stated that when he arrived at the hospital, his blood glucose was 400 mg/dl non-fasting. Customer did not state how long between from when he performed the test at home and when the test at the hospital was performed. The diagnosis was hyperglycemia and was treated with insulin. Customer also had gallbladder issues which led to the high blood sugar. Customer was admitted on (B)(6) 2020 and was released in the morning on (B)(6) 2020 with instructions to follow-up with his primary care physician. Customer has only used the truemetrix air meter on that one occasion on (B)(6) 2020. During the call, a back to back blood test was not performed by the customer. Customer advised that he is comfortable with the meter and declined a replacement at this time. The meter memory was reviewed for previous test result history: result 1 : 396 mg/dl date: (B)(6) 2020 time: n/a non-fasting.

Manufacturer narrative:
Sections with additional information as of 28-oct-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.